Event description:
It was reported that externalized conductors were observed via diagnostic imaging. Electrical function was tested and no anomalies were detected.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient experienced unspecified pain, general discomfort and inappropriate hv therapy.

Manufacturer narrative:
No medwatch form was received.